Event description:
Complainant alleged that during training by a zoll medical sales rep, the device's displayed flickered and was not readable. The complainant indicated that there was no pt involvement in the reported malfunction.